Manufacturer narrative:
(B)(4). The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated. The 510k number provided is for the domestic similar product. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The information received suggests that during a high pressure contrast injection a separation occurred at the tubing to the luer connector which resulted in a leak of the contrast media. From the reported information there are no indications of serious injury to the patient or user as a result of this incident, however note on report: but contrast media splashed on patient & radiographer.